Manufacturer narrative:
Device evaluated by manufacturer: the agent device was returned for analysis. Visual, tactile, microscopic analysis and leakage testing was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft with an examination of the polymer extrusion identifying kinks and stretching throughout. A detailed microscopic examination of the balloon material identified a 7mm longitudinal tear in the proximal section. Bumper tip showed no signs of distal tip damage. An inflation attempt was not performed due to the detected tear in the balloon material. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, during inflation, the balloon ruptured and failed to cross the lesion due to severe calcification. The procedure was successfully completed with another device. There was no patient complication reported.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, during inflation, the balloon ruptured and failed to cross the lesion due to severe calcification. The procedure was successfully completed with another device. There was no patient complication reported.